Event description:
Patient is on oxygen 24 hours/day. At home, patient uses a home unit (oxygenator). When patient needs to go out for appointments, oxygen tanks are supplied by community durable medical devices. Several tanks are delivered at one time so back-up tanks are available. On (B)(6) 2015, patient was preparing for an outside appointment and when patient opened a newly delivered tank, the tank was empty. Patient tried to open 2 additional new tanks and all were empty. Newly filled tanks have a safety tab/seal that needs to be broken in order to use the tank. Patient assumed all three tanks were filled. This could have been a life-threatening event if patient was out of his home and tried to replace used oxygen tank with a tank that was presumably full because it was sealed.